Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported by the customer that during the ablation, the formation of a thrombus occurred. The issue was resolved by changing out the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis revealed that distal end of the tip dome has a small amount dark reddish-brown. According to bwi¿s pal there is evidence of thrombus formation. This finding has been reviewed and determined to continue to be MDR reportable for the thrombus. Device evaluation details: the device was inspected and reddish material was observed on the catheter tip, beleived to be related to the thrombus reported by the customer. Then, during the second visual this material was not observed, possibly related to the decontamination process. The magnetic sensor was tested on carto 3 system and the catheter was properly visualized and no errors were observed. Then, the force sensor was not performed due to impedance fail, however, no errors were observed during the carto 3 system test. Irrigation and deflection test were performed and found within specifications, the catheter was irrigating and deflecting correctly. Then, electrical test was performed on the catheter and the catheter fail no reading electrode. The catheter could not be tested on the generator. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the wire breakage and thrombus cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis revealed that distal end of the tip dome has a small amount dark reddish-brown. According to bwi¿s pal there is evidence of thrombus formation. This finding has been reviewed and determined to continue to be MDR reportable for the thrombus. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # pc-000566689.

Manufacturer narrative:
On 12/25/2019, biosense webster inc. Received additional information about the event which indicated that no error messages were presented and a smartablate generator was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30243680ma number, and no internal actions related to the complaint was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported by the customer that during the ablation, the formation of a thrombus occurred. The issue was resolved by changing out the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. The issue of thrombus formation is considered an MDR reportable malfunction.